Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a progressive worsening of right ventricular (rv) impedance measurements of greater than 2000 ohms. A surgical revision was performed and the patient's rv lead was not tested via the pacing system analyzer (psa). This device remains in service with a new rv lead. No additional adverse patient effects were reported.